Event description:
Pump issued an alarm related to the cartridge. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer, assisted by technical support, attempted to load a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Technical support arranged for a replacement pump and instructed the customer on return procedures, with the customer agreeing to use multiple daily injections as backup therapy during the interim.